Manufacturer narrative:
Device lot number, or serial number, unavailable thus UDI not available. Manufacture date unavailable. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the surgeon had difficulty verifying his straight suction. There was no patient impact reported. Delay of surgery is unknown.

Manufacturer narrative:
A medtronic representative went to the site to test the navigation system used alongside the suspect suction. Testing revealed that the navigation system functioned as designed. However, it was noted that the straight suction would not verify. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.